Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ tubing was cracked and leaked. The following information was provided by the initial reporter: material no: unknown. Batch no: unknown. It was reported that a pool of blood was found coming from the patients IV tubing . No loose connections were noted, but when flushed, there was a leak around the connection between the main IV tubing and the extension tubing. And a hairline crack was seen on the extension tubing. Date (02/11/2021). Verbatim: rn came to patient's room and found a pool of blood on the floor coming from the IV tubing. (Rn put IV tubing extensions per pt's request an hour prior.) Upon inspection of the IV tubings no loose connections noted, but when tubing was flushed it leaked from around the connection between the main IV tubing and the extension tubing, although it was not loose. Later upon further inspection, rn found a hairline crack on the extension tubing.

Event description:
It was reported that unspecified bd¿ tubing was cracked and leaked. The following information was provided by the initial reporter: material no: unknown batch no: unknown. It was reported that a pool of blood was found coming from the patients IV tubing . No loose connections were noted, but when flushed, there was a leak around the connection between the main IV tubing and the extension tubing. And a hairline crack was seen on the extension tubing. Date (02/11/2021). Verbatim: rn came to patient's room and found a pool of blood on the floor coming from the IV tubing. (Rn put IV tubing extensions per pt's request an hour prior.) Upon inspection of the IV tubings no loose connections noted, but when tubing was flushed it leaked from around the connection between the main IV tubing and the extension tubing, although it was not loose. Later upon further inspection, rn found a hairline crack on the extension tubing.

Manufacturer narrative:
H.6. Investigation: one sample was received for quality investigation. The customer complaint of component damage - leak was verified by visual inspection. Evaluation of the sample provided revealed a crack in the female luer adapter. A device history record review could not be performed because a model or lot number was not provided by the customer. The root cause is identified as internal stresses created in the luer during manufacturing process that make it more susceptible to chemical/mechanical attacks. A trend for the component damage issue has been identified for this product line.